Manufacturer narrative:
The complainant reported that the employee saw a dermatologist who diagnosed her symptoms as an allergic reaction and that an antihistamine medication was prescribed. It was reported that the employee is doing fine and has experienced no further symptoms since the product was removed from the office. No product was returned for evaluation; therefore retain samples were tested and met all product specifications. A review of the manufacturing records indicated that there were no deviations in the manufacturing process. These investigation results indicate that this incident was not the result of a product failure. (B)(4). Tested retain sample from same lot.

Event description:
On (B)(6) 2011, a complainant alleged that while using cavicide formulated with spring fresh fragrance to clean the office, a worker experienced a rash which, over the course of approximately two weeks, spread from the neck to the abdomen and required a prescription medication for treatment.